Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited poor pacing parameters after the targeted position was reached. Several attempts were made to reposition the lead, but the helix mechanism would not extend normally inside the patient, and the lead continuously dislodged. It was noted that no sharp curvature was found in the guidewire during plasticity examination, and there was no excessive curvature found inside the patient through fluoroscopy. Considering the patient's age, the physician was concerned that the patient could not tolerate a prolonged procedure and decided to replace the lead with a new one. The new lead was tested, and all parameters were appropriate. No adverse patient effects were reported. This lead is expected for return.